Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an r wave drop and t wave oversensing. Technical services was consulted, and troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an r wave drop and t wave oversensing. Technical services was consulted, and troubleshooting and programming recommendations were provided. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.